Event description:
It was reported that pt had symptoms of persistent headache, change in memory and functional capacity. Laboratory studies demonstrated cns infection. The pt had a headache since (B)(6); increased pain in lower back and legs; feels like she "can't remember anything anymore"; feels overall malaise since (B)(6),2010; vomiting; nausea; no fever. This event resulted in in-pt hospitalization, was a life threatening situation and necessitated medical or surgical intervention. An MRI of the lumbar spine and head without contrast was done. A lumbar puncture yielded a cerebral spinal fluid sample showing the presence of rare epithelial cells. A catheter access port (cap) contrast study had abnormal results. Surgical treatment involved a fluoro guide needle placement and lumbar puncture tap. The pump administered dilaudid at a concentration of 2.0 mg/ml and a dose of 0.5011 mg/day, bupivacaine at a concentration of 10.0 mg/ml and a dose of 2.505 mg/day. The pump and catheter were explanted (B)(6) 2010. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).